Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the sample was returned with its commercial box and aluminum pouch, the mesh was found not contaminated. The mesh dimension, sewing, textile knitting pattern and the removable handles were found as expected. The collagen film was found peeled off. 1 break of the expander was visible in the middle, perpendicular to the folding direction. It was reported that the mesh was difficult to adhere, did not stay in place, or shifted within the patient while being implanted. The instrument was difficult to deploy. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: the expander was found broken perpendicular to the direction of folding. Fold the hydrated composite ventral patch in half along the junction of the two violet expanders. Identify by its color which handle was positioned to the right and left side. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ventral hernia repair procedure, after making the incision, the surgeon deployed the mesh but could not place it properly. The expandable was broken other than the two openings, and when the surgeon tried to pull the mesh, it started to fold in different directions. The surgeon used another mesh to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.